Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. According to the complainant, during procedure, an attempt to crush a stone using a trapezoid basket was performed but failed. An alliance handle was used in conjunction with the trapezoid¿ rx basket to crush the stone and disengage the tip. However, the pull wire broke leaving the stone trapped inside the basket. An emergency lithotripter was then used but was unsuccessful. The patient was taken to surgery where the stone and basket were successfully removed. The patient's condition after surgery was reported to be ¿stable¿.